Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  incorrectly detected a ventricular tachycardia (vt) episode as a supra ventricular tachycardia (svt) episode. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.